Event description:
Healthcare professional (hcp) reports greater than three incidents of clotted dialyzers with the psn 210 dialyzer. Patients received 0 - 3000 units of heparin during treatment. Blood was not returned to the patients with an unknown amount of blood loss per incident. No patient injury reported per hcp. No additional information provided at this time by hcp.